Event description:
Patient had heartmate 3 left ventricular assist device (lvad) implanted on (B)(6) 2021 for heart failure with reduced ejection fraction (hfref) 2/2 peripartum cardiomyopathy. Patient had chronic methicillin-susceptible staph aureus driveline infection since (B)(6) 2025 and was placed on chronic antibiotic suppression. Patient developed high-grade mrsa bacteremia on (B)(6) 2026 and was briefly admitted for antibiotic therapy. Patient left this admission ama. Patient readmitted on (B)(6) 2026 and was restarted on antibiotic therapy. Patient was discharged on (B)(6) 2026 after leaving ama with instructions to follow up with the outpatient infusion clinic. Patient presented to local emergency room on (B)(6) 2026 with profound shock, hypotension, and low lvad flow requiring intubation and multiple vasopressors. The shock was attributed to both septic and cardiogenic etiologies, primarily related to persistent lvad driveline infection and advanced heart failure. She developed acute hypoxemic respiratory failure. She had severe metabolic acidosis and was anuric despite bumetanide infusion. Continuous renal replacement therapy (crrt) was initiated for refractory acidosis and renal failure. She developed absent gag and corneal reflexes. CT head revealed mild bifrontal and left temporal lobe subarachnoid hemorrhage without mass effect or midline shift. Cta demonstrated a small focal aneurysmal dilatation of the left mca (middle cerebral artery). Neurosurgery recommended seizure prophylaxis with levetiracetam. She was found to have a supratherapeutic inr (5.17) and was reversed with vitamin k and ffp. Ultimately, patient transitioned to comfort measures and passed away (B)(6) 2026 at 1619.